Event description:
It was reported that the patient, implanted on (B)(6) 1999, underwent a fitting appointment in (B)(6) 2012, where it was found that the electrode channels were functional, but the ground path impedance was increased. On applying the audio processor, which was attached to the dib, the patient heard and uncomfortable noise, although the audio processor was not switched on. The same happened with the audio processor being switched on, even with a low map.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.